Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and the valve appeared to be very shallow on the non-coronary cusp, approximately 0mm. Consequently, the valve was recaptured and deployed a second time. Valve depth assessment was performed and appeared to be approximately 3mm on the non-coronary cusp in the cusp overlap view, and 4-5mm on the left coronary cusp in the left anterior oblique view. There is evidence that during valve release, one of the paddles remained stuck to the delivery catheter system and there are no images confirming that the paddle ever completely released. Sometime during the final release and removal of the delivery catheter system the valve dislodged aortic. It was reported that the nose cone contributed to the valve dislodgement. However, the dislodgement event was not captured therefore it is not possible to validate the cause of the dislodgement; it could have been the paddle still attached to the paddle attachment or the nose cone interaction with the frame. Subsequently, the dislodged valve was snared, and a second valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 16-apr-2026, UDI#:(B)(4)h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following valve deployment, the physician attempted to withdraw the delivery catheter system (dcs), but the nose cone of the dcs inadvertently pulled out the valve, causing it to dislodge. Consequently, a second valve was implanted.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: a static image was provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. The image provided shows a dislodged valve in the ascending aorta and a second valve that appears to be in the aortic valve. The dislodgment was not captured; however, it was reported that during removal of the delivery catheter system, the nose cone interacted with the valve causing it to dislodge aortic. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. Per the physician, the patient's tortuosity in thoracic aorta contributed to the dislodgement. During implant, the deployment starting point was at the bottom of the pigtail. The implant depth prior to and after valve dislodgement was unknown as the implanter decided to deploy in another projection and not cusp overlap view. The valve dislodged aortic during implant. A confida guidewire was used during implant.